Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, upon interrogation, it was noted that the pacemaker exhibited inappropriate magnet response. The pacemaker was reprogrammed. The patient experienced no consequences.